Manufacturer narrative:
(B)(4). The hand piece was received with the nose cone cracked. The handpiece was connected to a generator and evaluated with a test instrument; instrument error code 5 was not displayed at any time. During testing, the impedance was found to be out of specification, however, this is not related to an error code 5. The instrument was disassembled to inspect internal components. A torn acoustic isolator and evidence of moisture ingress were found. The handpiece has a number of seals to prevent fluids from entering the housing. "Moisture ingress" describes a condition where water vapor enters the handpiece cavity during the steam sterilization process. The handpiece is exposed to steam at high pressure. If steam enters the handpiece housing, it results in moisture inside the handpiece when the warm air condenses. This condition is typically noted by oxidation of the aluminum parts inside the housing. The primary path of ingress is the distal seal, caused by a reduction of compressive force on the distal seal. The damaged acoustic isolator could have contributed to the loss of compressive force. The cracked nose cone, the moisture ingress and the torn acoustic isolator are not related to having an error code 5 displayed by the generator.

Event description:
It was reported that during an unknown procedure, the hand piece had an error 5 while they were testing it. No case involvement.